Event description:
Procedure type: unk. According to the reporter: it was difficult to remove the safety and squeeze the handle. The operator eventually managed to squeeze the handle, and applied the device. The stapling was proper, but the donut tissue was incomplete. The tissue was manually cut and a new anastomosis was done, with another device. Operating time was extended about 20 minutes. No blood loss was reported, and no further pt details were available. It is reported that the pt in good general health prior to surgery. No further pt details were available.